Event description:
The patient with a history of coronary artery disease and preserved ejection fraction, who was recently seen in an outside facility several months ago, had a new stent placed and single-chamber pacemaker placed at that time as well for possible episodes of bradycardia. The patient was seen as a first-time visit in our clinic to establish care, and was found to have acute high thresholds on the ventricular lead, checked both at unipolar and bipolar parameters. An echocardiogram done at that time, showed a preserved ejection fraction. Also, an x-ray done at that time showed the lead to be in the right ventricle. The patient was seen serially in our electrophysiology clinic and found to have chronically high ventricular lead thresholds, and was therefore deemed an appropriate candidate for a possible ventricular lead revision.